Event description:
While assessing internal fecal management system tube while patient was it on side, rn (registered nurse) attempted to deflate and reinflate the balloon, and it appeared that the tube was only inserted with 5-7cc. This amount was confirmed by 3 rns at bedside. When rn attempted to inflate the balloon, water from the syringe exited the tubing via a hole in the tubing. Malfunction in tube (a hole) disallowed the tube from being inflated properly and being used properly.